Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer has changed their infusion set three times, but the alarm persisted. The customer's blood glucose was unknown. The customer's husband requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.